Event description:
Received info that all insulin delivery stopped.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not complete. A supplemental report will be submitted upon completion of the eval.